Event description:
A customer reported that an ophthalmic forceps would not open during a surgery. There was no report of any patient harm. Additional information has been requested. Additional information has been received indicating that the forceps did not open during a vitreo-retinal surgery. The surgery was completed successfully by removing the oil and peeling of eye membrane. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is:(B)(4).

Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. A sample was not received by the investigation site for evaluation. A sample was not received at the manufacturing site therefore, the root cause for the customer complaint issue cannot be determined. The exact root cause for the customer's reported event is unknown, therefore, specific action cannot be taken. Complaints are reviewed and monitored at regular intervals for adverse trends. No adverse trends have been observed associated with the reported product and event. No action has been identified for this reported event. The manufacturer internal reference number is: (B)(4).